Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the caller knew someone that had a stimulator put in for shrapnel in the back. The patient started to have symptoms such as falling, being very confused, and wetting the bed. The patient would look at their children and ask who's kids those are. The patient had the stimulator put in sometime between (B)(6) 2016 and (B)(6) 2017. The patient had it for 304 weeks and then had it removed. The patients symptoms immediately resolved when the device was removed. Mo further complications were reported. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.